Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing increasing low flow alarms over the last few weeks and when he turned on his side. A computed tomography angiography (cta) was performed confirming a clot in the proximal portion of the outflow graft. On (B)(6) 2022 the patient was brought to the or for removal of the clot, during which low flow alarms occurred and the patient coded. Zero flow was reported through the pump and the perfusionist suspected ¿pump failure¿. Cardiopulmonary resuscitation, CPR, was performed and the patient was emergently cannulated and placed on bypass. Pump speed was dropped to 3000 and clinical specialists xxx contacted for information on pump speed while on bypass, eventually the pump speed was increased to 4000. The patient is now in the ICU, is intubated and on vasoactive infusions and inotrope support. On (B)(6) 2022 it was reported per vad team that the patient is stable.

Event description:
It was reported that the patient returned to the operating room (or) for suspected extrinsic outflow graft obstruction (eogo) near the bend relief. Upon arrival to the or the patient coded with zero flow through the pump. The patient was emergently cannulated and placed on bypass while cardiopulmonary resuscitation (CPR) was performed. A computed tomography angiography (cta) was performed that confirmed a clot in the proximal portion of the outflow graft. There was an asymmetrical filling defect resulted in more than 70% stenosis and aortic and coronary artery atherosclerosis. Low flow alarms were observed. A left anterior thoracotomy in the 6th intercostal space was performed, and the outflow graft was explored. A yellow fluid collection was released from the proximal outflow graft and bend relief, improving the patient's flow. The patient's speed was increased to 4000 and the extended alarm was silenced. The patient was transferred to the intensive care unit (ICU) and put on vasoactive infusions and inotropes and was intubated. As of (B)(6) 2022 the patient was stable.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the report of an outflow graft obstruction could not be confirmed as no images were provided for review and no product is available for evaluation. Low flow alarms were confirmed through the analysis of the submitted log file. Although a specific cause for these alarms could not conclusively be determined through this evaluation, the account reported that after removing fluid from between the outflow graft and bend relief, the patient¿s flows improved. The submitted system controller event log file contained events on 11nov2022. Starting at 09:53:01, the flow gradually decreased, resulting in low flow alarms. The flow was observed to decrease down to 0 rpm. Additionally, multiple stored patient speed changes were observed that appeared consistent with the reported medical procedure. The low flow events appeared to have resolved towards the end of the file. The corresponding system controller periodic log file contained data from 01nov2022 through 11nov2022. Low flow and low speed advisory alarms were captured on 11nov2022 that also appeared consistent with the reported medical procedure. The report of low flow alarms being more frequent over the prior weeks could not be confirmed as the controller periodic log file did not contain low flow alarms prior to 11nov2022. No other notable alarms were observed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.